Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tm tapered certain® implant 3.25 x 11.5mm (nint3211) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use, and the implant is fractured at the bottom of the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 7 (universal) and used for approximately 3 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 2015090947. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015090947) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (nint3211). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (nint3211) was removed due to fracture at tooth location 7.